Event description:
It was reported that a cage fractured while the surgeon was malleting the plate into place during surgery. The cage and plate were removed and replaced with another cage and plate. There were no reported patient impacts.

Manufacturer narrative:
Corrections in d10/d11: concomitant medical products and h3. Additional information in d4: expiration date and UDI number, h4, and h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one roi-c cage for the reported failure of fracturing during plate insertion. The cause of the damage cannot be determined at this time since there is no information available regarding how the cage was being used or handled at the time of the damage. Per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions are required. This event is not related to any product holds. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cage fractured while the surgeon was malleting the plate into place during surgery. The cage and plate were removed and replaced with another cage and plate. There were no reported patient impacts.